Event description:
At follow-up one week post-implant, high impedance was observed. As a result, the lead was explanted. An insulation anomaly was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.